Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Medical records received (B)(6) 2019 and were reviewed (B)(6) 2019 for MDR reportability. On (B)(6) 2014, the patient underwent total right knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with depuy knee system and depuy bone cement x 2. On (B)(6) 2016, the patient underwent a right knee revision due to loosening of the tibial component, flexion instability, and pain. The surgeon indicated the tibial component well-positioned and well-fixed, though was revised. He indicated the femoral component was loose and came off easily. The surgeon reported the patellar component was well-fixed and not worn, thus not revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: on (B)(6) 2014 dor: on (B)(6) 2016 (rt knee).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2, b5, b7, d11, h6 (no code available (3191) is used to capture the medical device removal). Corrected: a1. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pending product liability: right attune total knee revised to address flexion instability and aseptic loosening of the femur component, at an unspecified interface. It was noted that the tibia was well-fixed and positioned, but it had subsided medially into varus. Femur, tibial base plate, and tibial insert were revised; patella was retained. Depuy bone cement was utilized at primary.